Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
There was no procedure delay. The procedure was completed with a da vinci instrument of the same kind. The following patient demographics were provided: patient gender, patient age and age units, and patient date of birth.

Manufacturer narrative:
Based on the claim against the product noting could not grab the tissue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed, and the customer reported complaint was not confirmed by failure analysis. The instrument returned was returned in damaged condition. The instrument is unable to test on the in-house system as a result. Additional observation(s) not related to the customer reported complaint were also identified: the large hem-o-lok clip applier instrument was found to have an input disk broken. Input disk #6 was found completely detached from the base of the housing. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon was getting ready to clip the rear gallbladder area and the large hem-o-lok clip applier instrument could not grab the tissue. The procedure was completed with no reported injury.